Event description:
Problems I have had since getting essure procedure done: cramping, chronic pelvic pain, severe chronic fatigue, sharp stabbing pelvic pain, vitamin d deficiency, weight gain, severe bloating-up two sizes, headaches, breast pain and tenderness, dizziness, blurred vision, itching, boils/cysts/acne. Abdominal spasms, abdominal twitching, abdominal fluttering, urgent/frequent urination. Loss of sex drive, pelvic pressure after sex, spotting after sex, nausea, unable to use tampons. Painful period with large blood clots, horrible pms, hair loss, facial hair growth. Mood swings, very irritable, anxiety worse, muscle aches, insomnia-restless, numbness in fingers, hands, feet, legs, tingling in fingers, hands, feet, legs, brain fog/forgetfulness, loss of concentration, dry skin, swelling legs, feet, hands, neck pain, contracting uterus and tubal pain. Going to have to have my tubes removed or a hysterectomy done. So much for no side effects.